Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that the patient underwent revision surgery on the (B)(6) 2022 due to an infection. An unknown genesis ii total knee tibial insert was replaced with a cement spacer. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision was performed due to an unspecified infection. Reportedly the femoral, tibial and insert components were replaced with a cement spacer. It was communicated that the devices will not be returning for analysis and no other information was available. Without the requested documentation/information, the root cause of the reported infection could not be definitively concluded, although reportedly, the unspecified infection led to the revision. The patient impact beyond the unspecified infection and subsequent revision with cement spacer replacement can not be determined as the current patient status remains unknown. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.